Event description:
Caller reported a pump malfunction, which did not adversely impact the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided guidance on pump reset procedures. The customer was informed they could continue using the pump and instructed to contact support if the issue recurred.